Event description:
Above the last port of cvp tubing, a possible air leak causes air to enter tubing and IV fluid to leak. This happened 2 times with same lot number. Potential air to the pt. (Different lot # than reported on 2/23/95).